Event description:
It was reported that when the programmer was turned on, there was no information, so the service disk was ran. The programmer was again powered on and looked ok, when an error message occurred, and there were lines on the bottom of the display. Then the programmer shut off. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed that an error message occurred. The cause was determined to be a missing keyboard. The report of lines on the bottom of the display and the programmer shutting off could not be confirmed. The programmer appeared to have been dropped, and the nylon spacer was broken, causing a circuit board to have a loose connection, which could cause the programmer to shut down. It was further observed that a printer switch stayed on, the fan was noisy, and there was no stylus, keyboard, or slide cover.